Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator would not calibrated oxygen reading obstruction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's 3-way solenoid valve was replaced to address the issue. In addition of the above evaluation, the blower assembly, blower chassis, blower cap, blower bellow, blower mounts, machine flow sensor, muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board due to contamination, calibrated blower assembly and the software was reloaded, which was not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator would not calibrated oxygen reading obstruction. The device was not in patient use. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.